Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer inserted a sensor and the led light on the transmitter was not turning on; when they finally pulled it out cannula was missing. It was stated that the cannula is not stuck on the adhesive. Customer's father is unsure if the cannula is still in the skin. Customer was instructed to contact the doctor for advice. Father stated that they did not attempt to remove the cannula on their own. Blood glucose value is 152 mg/dl. Nothing further reported.